Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es user was unable to dispense medication orders when all components appear to be assigned. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that medication orders could not be dispensed even though all components appeared to be assigned. A technical support specialist confirmed that the customer had manually added the medication to the facility formulary instead of the pharmacy formulary. The issue was corrected and dispenses began working properly with the ehr. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es user was unable to dispense medication orders when all components appear to be assigned. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.